Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Intracerebral/intracranial hemorrhage, stroke, vessel perforation, trauma or damage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that in a pta (percutaneous transluminal angioplasty) case for intracranial atherosclerosis of the right middle cerebral artery (mca), two balloon catheters were used. Due to stimulation by the pta, the vessel recoiled after the procedure and acute occlusion occurred in the lesion. In the physician's opinion, the balloon catheters caused the occlusion. A stent was required to treat the occlusion. During the placement of the stent, the subject guidewire perforated the m3 segment of the mca and subarachnoid hemorrhage (sah) was noted. A hematoma evacuation with craniotomy and external decompression was performed to treat the sah. The patient has reportedly remained in severe paralysis but is able to make conversation.

Manufacturer narrative:
The subject device was disposed by the hospital.

Event description:
It was reported that in a pta (percutaneous transluminal angioplasty) case for intracranial atherosclerosis of the right middle cerebral artery (mca), two balloon catheters were used. Due to stimulation by the pta, the vessel recoiled after the procedure and acute occlusion occurred in the lesion. In the physician's opinion, the balloon catheters caused the occlusion. A stent was required to treat the occlusion. During the placement of the stent, the subject guidewire perforated the m3 segment of the mca and subarachnoid hemorrhage (sah) was noted. A hematoma evacuation with craniotomy and external decompression was performed to treat the sah. The patient has reportedly remained in severe paralysis but is able to make conversation.